Event description:
It was reported that the device exhibited a forced bridge sensor test error. There was no patient injury reported.

Manufacturer narrative:
Operator of device: operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were broken or removed from the bottom case and plunger assembly upon receipt, the top case was chipped on the lower left corner and the right plunger case was cracked. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation when the reported error was found upon power up and the force sensor reading was out of specs. Root cause of the reported issue is unknown, but the force sensor was out of calibration. Replaced the force sensor as preventive measure, performed preventive maintenance and all functional testing. The product is beyond a year from the manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a device history record DHR review is not required. Service review identified this device has not been in for service in the previous year and there was no indication or evidence provided in the complaint of a service issue.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.